Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that the patients leads had migrated and had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively and the explanted leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred six 6) months from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (b)(4, batch: 18673402.